Manufacturer narrative:
Quality controls were acceptable on the day of the event. There were no alarms on the last calibration performed on 03-jul-2021. The field service engineer determined carryover was occurring. The sample and reagent probes were cleaned and the rinse nozzle dispense volume was decreased. The analyzer was working within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 502 module. The original sample tube was aliquoted into a second tube and each one was tested on a different analyzer. The first tube was tested on the complained c 502 analyzer, resulting in a creatinine value of 1.5 mg/dl. The second tube was tested on a second analyzer, resulting in a value of 0.8 mg/dl. Both values were reported outside of the laboratory to the doctor. Since the 1.5 mg/dl value was considered high, the patient was sent to the labor and delivery department in the hospital and a second sample was collected from the patient. This sample resulted in a creatinine value of 0.7 mg/dl. Both tubes of the affected sample were then repeated on the second analyzer on (B)(6) 2021 and each resulted in a value of 0.8 mg/dl. The lower value was believed to be correct. The creatinine reagent lot number was 53664401, with an expiration date of 30-nov-2021.